Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed on a (B)(6) female patient in the CT department. The catheter was placed into the patient's right internal jugular. The tech power injected the medial lumen with contrast at psi 3 ml/sec and the tubing that is part proximal to the hub "collapsed". As a result, the physician re-x-rayed the line and marked the port so that it would not be used. The next day the catheter was removed as the patient received a PICC line. There was no patient death or complications reported. It was noted the patient was hep c positive and the catheter was discarded.